Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent and pain. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2000 (unit not reported) as loading dose, followed by 1000 (unit not reported), every five days, intraperitoneal and for 21 days) for peritonitis. Twenty-one days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.